Event description:
It was reported that a patient underwent a left tibia fracture surgery procedure on (B)(6) 2023 and suture was used. The patient came to the hospital to remove the steel plate after the surgery. The doctor gave the patient a dr anteroposterior and lateral x-ray examination, which showed a left tibia fracture and 10 screws for internal fixation, with good alignment and alignment of the broken ends. Blood test: hemoglobin (hbg): 125g/l, red blood cell (rbc): 4.19 * 10 ^ 12/l, white blood cell (wbc): 3.7 * 10 ^ 9/l, platelet count: 265 * 10 ^ 9/l. The doctor removed the steel plate from the patient and used suture for stitching. However, when tying the knot, the suture suddenly broke in left tibia fracture surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * what is the lot number? * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.